Event description:
The customer reported that the unit had no display.

Event description:
The customer reported that while the unit was in use on a patient, the unit's display was blank. Therapy was discontinued. No patient injury was reported.